Event description:
Caller reported inform system blood glucose results, all mg/dl (B)(6).the caller states that the patient was treated based upon symptoms of hypoglycemia rather than any meter result. The patient was treated successfully, but she does not know the treatment that was given to the patient. It is not reported at what time the patient was treated. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).